Manufacturer narrative:
(B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that after insertion of the intra-aortic balloon (iab) the iab pump was started and generated an "auto filling failure" alarm. The iab was replaced successfully. There was no injury reported to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering half of the balloon. The extender and pressure tubing were also returned. The inner lumen was found to be occluded with dried blood. The occlusion was able to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and pressure tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete auto fill cycle. The iab pumped normally and no alarm sounded from the pump. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that after insertion of the intra-aortic balloon (iab) the iab pump was started and generated an "auto filling failure" alarm. The iab was replaced successfully. There was no injury reported to the patient.